Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log captured some low voltage hazard events on (B)(6)2023 due to the mobile power unit (mpu) losing total power.

Event description:
Additional information was received that there were no physical signs of wear on the mobile power unit. The patient's home lost power during a storm causing the no external power alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard event on 05sep2023 was confirmed via log file analysis. A review of the submitted log file captured low voltage hazard/no external power alarm event on 05sep2023 at 22:49:38 when the system was supported on the mobile power unit (mpu). The system reverted to the internal 11v backup battery for power and was unaffected by the loss of power to both power cables. At 22:49:41, power was restored from the mpu and cleared the alarm. Additional information communicated that the root cause was identified as a power outage at the patient¿s home. The additional reported information does not meet the requirements of a complaint, there is no allegation against the device. The mobile power unit remains in use and will not be returned regarding this event. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 10 ¿safety checklists¿, instructs users to ¿check all electrical connections between the system controller and power cables, the power cables and the mobile power unit patient cable, and the mobile power unit and ac electrical outlet.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3 ¿powering the system¿, explains mobile power unit usage. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.